Event description:
It was reported there was an air leak in the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected for use. During the procedure the physician noted that there was an air leak from the handle of the wds. The procedure was completed successfully with another device. There were no complications to the patient.

Manufacturer narrative:
Device evaluated by MFR.: a watchman delivery system (wds) was returned for device analysis. The device was visually and microscopically examined. Visual inspection found numerous kinks in the sheath. Microscopic examination revealed tip damage as the tri cuts were flared, and there were abrasions within the sheath tip. The silicone valve was found to be damaged. Functional testing was completed by attaching a syringe filled with water, and positive/negative pressure was applied with the valve open and closed. The device could not be flushed properly. The device was not able to backflush, and air could not be purged from the device, so the valve was removed and microscopically examined. Product analysis confirmed the reported event of difficulty flushing as the device was difficult to flush and damage to the valve was observed during analysis, which could have contributed to difficulty with the flushing of the device.

Event description:
It was reported there was an air leak in the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected for use. During the procedure the physician noted that there was an air leak from the handle of the wds. The procedure was completed successfully with another device. There were no complications to the patient.